Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Dates of death, event, tests, and implant: dates estimated. The device was not returned for analysis. A review of the lot history record could not be performed as this incident was based on an article review and no device/lot information was provided. Based on the available information, death appear to be a cascading event of renal failure and sepsis; however, a definitive cause for the reported sepsis and renal failure could not be determined. The reported patient effects of death, renal failure and sepsis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report post procedure, the patient died. It was reported via literature review that the mitraclip procedure was performed on unknown date to treat functional mitral regurgitation (mr). One clip was implanted. On day 45 post procedure, the patient had a second mitral clip procedure. On day 195, post procedure, the patient died due to sepsis and acute renal failure. Additional details are captured in the attached article titled, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. No additional information was provided.